Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ate a fatty dinner and delivered an extended bolus. Customer woke up the following morning with elevated blood glucose (250 mg/dl). Customer delivered a bolus to treated elevated level.